Event description:
The service repair technician reported that during routine testing of the device at the service center, the arterial blood gas is way off. There was no pt involvement.

Manufacturer narrative:
This complaint was confirmed by the service technician. The arterial blood parameter monitor (bpm) was replaced. Eval is progress, but not yet concluded.